Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, noise on the ventricular lead was observed. Review of non-sustained rv oversensing episodes confirmed the presence of lead noise. It was noted that the noise just began the day before which also coincided with a drastic rise in pacing lead impedance. Further device evaluation was recommended. Patient management will be discussed with the physician. No additional information was available at the time. The clinician is to contact sjm with any new information and the patient will continue to be monitored.